Event description:
The customer reported pressure loss in the pilot balloon and cuff of an unspecified size tube, due to a perforation in the seam of the pilot balloon. The cuff was therefore, unable to function. A non-routine replacement of the tube was required. The tube was discarded.